Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. Corrected fields: e1. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charged coupled device unit) has a kink and therefore the parts are not reassembled, and r-unit is broken and therefore the leakage current is inadequate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit has a kink and therefore the parts are not reassembled, and r-unit is broken and therefore the leakage current is inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had doesn't look good. The issue occurred during an unspecified procedure. There were no reports of patient harm.